Event description:
A woman s/p esophagectomy and gastric pull-up for barrett's esophagus with hgd developed a recalcitrant stricture at the pylorus, microvascular injury from pyloromyotomy, she had been dilated more than 20 times. A polyflex stent with a suture leash had been placed across the pylorus, but migrated into the stomach several weeks later and was extracted. She did well for several months, but then vomiting returned. An 18 mm x 10 cm alimaxx stent was then successfully placed across the pylorus. It had migrated into the duodenum as seen on kub 10 days later. Then pursestring suture was grasped and the stent was successfully pulled back into the gastric tube. Upon continued extraction, the stent lodged "mid-stent" at the ues, with half the stent in the hypopharynx, and half in the gastric tube. With continued tension, the suture broke. The metal cages of the stent were grasped with stent retrieving forceps; however, stent shredded into small pieces with attempt at unsuccessful removal. The patient was intubated, taken to the or, where the ent team successfully extracted the stent using large kelly forceps and graspers. The stent broke apart multiple times before being completely extracted. Given significant laryngeal edema, the pt remained intubated in an ICU setting for 36 hrs and rec'd steroids. She was successfully extubated, but was hospitalized for 3 days during recovery. There were no long term complications. Dates of use: 2007, diagnosis: gastric outlet obstruction -s/p esophagectomy-. Event abated after use stopped or dose reduced: no.